Event description:
During a patient use, it was reported that the device initially failed to defibrillate many times. Following completion of the charging tone, the doctor and nurse that operated the device pressed the shock buttons, but no energy was delivered. The device operated during subsequent attempts and successfully provided defibrillation shocks to the patient. The doctor at the scene reported that the device use had no adverse effects on the patient outcome. There were no further details on the event and/or the patient provided.

Manufacturer narrative:
(B)(4). The customer biomed evaluated the device and was unable to duplicate the reported problem. Physio-control evaluated the device and was unable to verify or duplicate the reported failure to deliver defibrillation. Physio observed proper device operation through functional and performance testing. The device will be returned to the customer for use.